Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected and functionally tested. There was a leak from the pump bulb due to a sharp instrument. The pressure regulating balloon and both occlusive cuffs performed within specifications. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 3.5cm and 4.0cm aus double cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 3.5cm and 4.0cm aus double cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.